Manufacturer narrative:
As stated in the description, the electrode was placed on (B)(6) 2024 and subsequently due to the amount of artifact replaced with a second surgery on (B)(6) 2024. There was no harm to the patient. The replacement electrode recorded well with no artifact. The original electrode was discarded.

Event description:
On april 16,2024 an electrode was placed in a patient. The electrode was tested in the operating room and showed artifact however it was decided to leave it implanted. On (B)(6) 2024 due to the increasing amount of artifact the patient was taken back to the or for a second surgery to replace the electrode. There was no negative effect on the patient.

Event description:
On (B)(6) 2024 an electrode was placed in a patient. The electrode was tested in the operating room and showed artifact however it was decided to leave it implanted. On (B)(6) 2024 due to the increasing amount of artifact the patient was taken back to the or for a second surgery to replace the electrode. There was no negative effect on the patient.

Manufacturer narrative:
As stated in the description, the electrode was placed on (B)(6) 2024 and subsequently due to the amount of artifact replaced with a second surgery on (B)(6) 2024. There was no harm to the patient. The replacement electrode recorded well with no artifact. The original electrode was discarded. Updated 06/17/2024 the customer discarded the electrodes and was not able to supply lot or batch information. As a result, no device history record review or return analysis were conducted for this complaint. Due to limited information supplied by the customer along with the inability to examine the return device, no root cause could be identified. There are no corrective actions. The calculated occurrence level matches the occurrence level present in the risk file and the resulting risk level will remain "alap". No further action is needed at this time. Updated 09/27/2024 "UDI related data quality updates only" clarification and correction of the following missing items from previous supplemental report: combination product- no brand name- spencer probe delth electrode model and catalog number rd10r-sp05x-000. Primary di number- (B)(4) (mr) (B)(4) (ce).

Event description:
On (B)(6) 2024 an electrode was placed in a patient. The electrode was tested in the operating room and showed artifact however it was decided to leave it implanted. On (B)(6) 2024 due to the increasing amount of artifact the patient was taken back to the or for a second surgery to replace the electrode. There was no negative effect on the patient.

Manufacturer narrative:
As stated in the description, the electrode was placed on (B)(6) 2024 and subsequently due to the amount of artifact replaced with a second surgery on (B)(6) 2024. There was no harm to the patient. The replacement electrode recorded well with no artifact. The original electrode was discarded. Updated 06/17/2024. The customer discarded the electrodes and was not able to supply lot or batch information. As a result, no device history record review or return analysis were conducted for this complaint. Due to limited information supplied by the customer along with the inability to examine the return device, no root cause could be identified. There are no corrective actions. The calculated occurrence level matches the occurrence level present in the risk file and the resulting risk level will remain "alap". No further action is needed at this time.